Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6) 2021, at 15:47:22 pst, per (B)(6). Detailed description of observation/complaint and description of intervention/troubleshooting: customer reported bg x sg divergences. Troubleshooting was performed. Sensor was inserted on (B)(6) 2021, at 10:00am, on the flank, and alert was received at 03:06pm insulin flow was suspended due to divergence on sg 90mg/dl and bg 300mg/dl, and the limit programmed to suspend is 60mg/dl, divergence is not within the target range. This was the first call in the last 30 days to report divergences. We revised with the customer sensor/insertion/calibration/fixation/rotate/bg x sg best practices. Divergence occurred only with the current sensor inserted customer report a high bg event 300mg/dl, without presenting symptoms customer already have contacted your hcp and corrected the event with the pump. Customer was oriented to disconnect the sensor, to insert a new one, to monitor and to return call if necessary. Customer: (B)(6). Date of report: (B)(6) 2021. Complaint taken by: (B)(6). Email of employee taking complaint: (B)(6). No further.